Event description:
It was reported that during testing conducted at the user facility the black led cover fell off the device. No patient involvement or procedural delays were reported by the user facility with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the black led cover fell off the device. No patient involvement or procedural delays were reported by the user facility with this event.